Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: does the surgeon believe that the pancreatic fistula is related to a deficiency of an ethicon product? No information from the hospital.

Event description:
It was reported in the literature that after a pancreatectomy using echelon flex endopath stapler 60mm, pancreatic fistula was confirmed. . Product code is unknown. No device will be returning. Please refer to : 2017-1613 surg today. 2017 mar 6. ¿a novel preoperative predictor of pancreatic fistula using computed tomography after distal pancreatectomy with staple closure.¿